Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After two days later, the patient presented with severe back pain, status post inferior vena cava filter placement two days ago, then computerized tomography-abdomen/pelvis without contrast was performed which showed that an inferior vena cava filter was seen within the infra renal aorta at approximately the l3 level. Three limbs of the filter appeared to have perforated the medial margin of the inferior vena cava, with one terminating anterior to the aorta, one within the aortic lumen, and a third terminating posterior to the aorta at the inferior margin of the l3 vertebral body. After next day, patient presented for removal of inferior vena cava filter and placement of a cook retrievable inferior vena cava filter. Using ultrasound guidance, 21-gauge needle was inserted into the right internal jugular vein. A 5-french catheter was negotiated into the inferior vena cava. A 10-french sheath was inserted. Fluoroscopic evaluation revealed significant tilting of the inferior vena cava filter. A 15-mm in diameter gooseneck snare was utilized to grab the neck of the filter under fluoroscopic guidance. The 10-french sheath was then inserted over the filter to retrieve it. That was then removed through the right internal jugular vein. Therefore, the investigation is confirmed for alleged filter tilt, filter migration and perforation of the inferior vena cava.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated into the organs. The device was removed percutaneously. The current status of the patient is unknown.